Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular tachycardia and syncope. Six high voltage therapies did not successfully convert the arrhythmia, and later the arrhythmia converted naturally. The implantable cardioverter defibrillator was reprogrammed and the patient was recovering.